Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal delivery attempt. The customer's blood glucose was 123 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. While attempting to complete the rewind sequence, the customer received another alarm. He was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.